Event description:
It was reported that the patient experienced a removal of an artificial urinary sphincter(aus) device due to a hole in the cuff and the device not functioning. A patient outcome was not reported.

Manufacturer narrative:
A pinhole was identified in the occlusive cuff shell. The damage is consistent with wear at a fold. The product record review indicated that the reported events do not represent an unanticipated event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a removal of an artificial urinary sphincter(aus) device due to a hole in the cuff and the device not functioning. A patient outcome was not reported.